Manufacturer narrative:
Product analysis #253394632:analysis information -- 2020-06-11 08:23:24 cst pli# 10 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d11: product ID 39565-65 lot# serial# (B)(6) I mplanted: (B)(6) explanted: (B)(6) product type lead h3. Analysis of the implantable neurostimulator found no anomaly. Analysis of lead with serial number (B)(6) found that the outer body of the lead and insulation were found to have discoloration consistent to metal-induced oxidation. H6. Evaluation result code 3233 does not apply. Evaluation method code 4118 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had been in a car accident. Testing showed nothing wrong with the system and the patient was reprogramed and had good coverage. The patient later had a new pain the happened whether the implant was on or off and decided to have the system replaced. Further information received from the healthcare provider (hcp) reported that there was premature battery depletion after the car accident. The patient had told the hcp that the coverage was never the same after the accident. A CT scan was done and the battery, leads and programming was checked prior to the system being explanted.